Manufacturer narrative:
Other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application, and no problems were found with the device beeping. However, the downstream sensor will be replaced as a preventive measure. There was no problem found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.